Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The quick-connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi38828) was returned to the complaints handling unit (chu) for evaluation. The driver was found to have its distal tip broken off and was subsequently submitted for fracture analysis. An optical image of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the expedium quick-connect driver tip breaking intra-operatively cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause is a torsional overload resulting in the driver undergoing a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision case. First the surgeon removed 6 old monarch screws. He then replaced those screws with 8 and 9mm viper screws. Dr. Hood placed an 8mm viper screw in an existing hole at s1 and determined that it was too loose. He removed the 8mm viper screw and began placing a 9mm x 50mm viper screw. As he was tightening down the screw, it became very difficult to turn. He then felt a "pop" and the screwdriver disengaged from the screw head. When he looked at the screwdriver tip, he noticed that it "sheared off" and was cold welded to the screwhead. After weighing his options, he decided to try and remove the screw by inserting a small rod, locking it down with a set screw, then spinning the screw out using the countertorque wrench. While doing this he heard and felt another popping and grinding and noticed that the screw was not backing out and that the poly head was just spinning. He removed the set screw and rod and the poly head broke and came off. He then tried to drill out the broken tip of the screwdriver since it is not implant grade with a midis rex but was not successful. After weighing all of his options, he decided to leave the screw in the patient.